Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had physical damage in the insulation. Although lead measurements were within normal limits as the physician was putting lead into the device header; it was noted that the insulation was coming apart at the terminal pin. Therefore, the physician decided to put in a new lead. This lead was surgically abandoned. No additional adverse patient effects were reported.